Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the ti powerport low profile (B)(6) only products that are cleared in the us. The pro code for the ti powerport low profile (B)(6) only products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for fracture and fluid leak, however, the investigation is unconfirmed for the material deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fracture, material deformation, and fluid leak. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The age, weight, and gender of the patient were not provided.